Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a procedure, there was an operating room fire. Drapes caught fire due to the use of an alcohol-based cleaning agent on the patient when the pencil was activated. The pencil was reportedly sparking excessively at the time of the incident. The fire was small, started on the patient¿s elbow and went upwards to the shoulder. The fire was extinguished by patting it out and pouring saline from the back table onto both the drapes and the patient¿s arm. The burn on the patient was diagnosed as a 2nd-degree burn, size of a quarter. The burn site was covered with a surgical dressing. The generator and hand piece worked normally. The alcohol-based cleaning agent was not dry and ignited when exposed to electrosurgical. The procedure was completed using the new generator and device.

Manufacturer narrative:
Additional information: g3, fdp code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.